Manufacturer narrative:
The hcg stat reagent lot number was 86901301 with an expiration date of 31-oct-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 411 analyzer (rack system). The initial result was < 1.0 miu/ml with a data flag. This result was questioned as the patient had come in for confirmation of a positive pregnancy test from a point-of-care device. The repeat result was > 10,000 miu/ml. The repeat result with dilution was 14,191 miu/ml. The repeat results were believed to be correct. The questionable result was not reported outside of the laboratory.